Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported deflation. The device remains implanted. This relates to the left side.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed, as cracked valve seat diaphragm valve, total delamination of valve assessed, as adhesive failure. And two openings assessed, as surgical damage. As per the investigation procedure: creases, wear abrasion, nicks striated is observed, assessed as surgical tool scratch like and particles were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported, left side deflation. Device has been explanted and replaced.